Manufacturer narrative:
This report is submitted on november 24, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 30 mar 2021.